Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. Retain unable to be tested since product had expired. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction for anti-d microwell using mts monoclonal rh rev cards lot # 040314037-66. Exp 02/01/15. According to customer, patient was initial tested on provue using mts abd/rev gel cards on (B)(6) 2014. Sample at this time was reported as group o, rh negative to physician's office. No weak d testing was done. Patient was pregnant female (no details on sample , prenatal or antenatal). On (B)(6) 2014, new sample from patient was retested at different facility using gel/ provue instrument and claimed the blood type was group o, weak d positive. (Customer was not able to provide additional information) in terms of lot #. Only to say that rh was positive at second facility. Customer has no details of patient's history: only to say patient is pregnant. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Ocd reviewed the IFU for the mts abd/ rev reagents and clones used. However, the concern is difference in reaction. Discussed the variability of the d epitope as detailed in the aabb technical manual. All reagents used passed qc and no other patients tested to date exhibited discrepancy. Customer reporting incident for documentation.